Event description:
Pt reported pain. Conforming bearing was explanted, bearing exhibited extensive galling and indentations.

Manufacturer narrative:
Remove inventory and quarantine. Investigation: reason for revision surgery was reported as pt pain. A review of the DHR for the component was conducted which did not indicate any discrepancies other than one bearing not having been machined on the black surface. The bearing was visually inspected by endotec quality control. The bearing had severe galling and indentations on the contact surfaces. Discussion was conducted with the surgeon, in which it was indicated their were no physiological abnormalities observed. The x-rays from both the original surgery as well as the revision surgery did not visually indicate any abnormalities. Discussion indicated no physical damage was observed to the other components of the knee system during revision surgery. It has been suggested that the presence of bones fragments may have migrated between the surfaces which caused the damage, this however cannot be determined. The frequency and severity of the reported complaint will continue to be monitored.